Event description:
It was reported that during a drug eluting stenting treatment procedure, stent dislodgement occurred. A non-bsc 6fr jr4 guide catheter along with a non-bsc 0.014 guide wire were advanced through the right radial artery. The 70% stenosed target lesion was located in the moderately stenosed and moderately calcified proximal to distal right coronary artery (rca). No pre-dilatation was performed. A taxus liberte' 2.5x28mm stent was advanced but would not cross the lesion site. Upon withdrawing the stent delivery system (sds) through the guide catheter, the stent dislodged from the delivery balloon and remained in the right radial artery. The physician attempted to retrieve the dislodged stent but was unsuccessful. The stent remains in the patient. The procedure was not completed due to this event. No further patient complications were reported and the patient status is reported as good-asymptomatic. It is also reported that further angioplasty will be performed but is not currently scheduled.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)